Manufacturer narrative:
Implant failure was reported for pt with a total knee implant. Failure may be related to instability. Revision surgery is required. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Implant failure was reported for pt with a total knee implant. Failure amy be related to instability. Revision surgery is required.